Event description:
It was reported that during a laparoscopic cholecystectomy, a tear- drop shaped clip was fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided. Which firing of the device did this event occur on? - 1st. What vessel or structure was the device fired on at the time of the event? -- the cystic artery. Was the clip fully advanced into the jaws prior to firing? -- no. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? - no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - no. What were the indications for surgery? What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? - the information was not provided from the hospital. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.